Manufacturer narrative:
H6: investigation summary customer returned several images of two 0.3ml, 29 gauge, 12.7mm syringes from lot 0055935 and associated polybags. The syringes had their needles shield and hubs separated from their barrels. The hubs have become lodged inside the shields. There is no damage to either the connector at the distal tip of the barrels or their respective needle hubs. No signs of use and no other defects found. A review of the device history record was completed for batch # 0055935 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue h3 other text : see h10.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer reported about needle/shield separation from the barrel."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer reported about needle/shield separation from the barrel.".